Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report there was embolization of part of the retrieved clot during retrieval. There was occlusion of the fronto lateral right m3 segment. Nihss was 12. The issue was resolved with sequelae on (B)(6) 2021. The adverse event was not related to the disease under study. The adverse event was not related to the underlying condition or disease. The adverse event was casually related to the procedure and device. The sponsor assessment reported the adverse event had a casual relationship to the procedure and was possibly related to the react and solitaire devices. The patient was undergoing surgery for treatment of a middle cerebral artery (mca) clot, m2 in the right hemisphere. The pre-procedure mtici score was 2b and the final post-procedure mtici score was 2b. Additional information was received updating the pre-procedure mtici score to 0. In addition, it was indicated the event was not related to the riptide system. Additional information was received clarifying the event as distal cerebral artery embolism. Additional information received reported the patient's baseline mrs was 1. Additional information was received. The sponsor assessment was updated indicating that the clinical events committee (cec) re-adjudicated this event as causal to the study procedure and possibly related to the react, solitaire, riptide, and phenom 21 devices.